Manufacturer narrative:
No further investigation could be performed due the suspect material not being returned and the lot number not being provided. A review of complaints and trending did not identify any other issues related to the customer¿s allegation.

Manufacturer narrative:
The accu-chek softclix lancing device (lot bba144) was received without lancets. The device was tested with lancets (lot u21a8) at all different pricking depth settings. For each attempt, the needle was correctly retracted, ejected, and produced a puncture hole. The lancing device was disassembled for investigation but no abnormality was found which could verify the customer allegation. The lancing device worked according to specifications.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated the accu-chek softclix lancet did not retract and was sticking out of the end of the cap. While troubleshooting with customer service, the customer ejected the lancet before it could be verified if the lancet was seated properly. The customer inserted a new lancet, replaced the cap, and fired the device. The lancet again did not retract after it was fired and was sticking out past the end of the cap. The lot number of the lancet was not provided. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Replacement product was sent.